Event description:
It was reported that the device went to elective replacement indicator and premature battery depletion is suspected. It was also reported that the right ventricular (rv) lead and the left ventricular (lv) lead thresholds have increased since implant. The device was explanted and replaced and the rv and lv leads remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.